Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump time and date settings were changing without user intervention. The reporter allegedly set the time and date correctly following a battery change, however the time and date changed again without input from the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box indicated a time and date reset. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. A timekeeping accuracy test was begun but not completed due to a failed clock battery on the printed circuit board. The pump case was removed and no evidence of moisture ingress or intermittent connections was observed; however, the internal clock battery was found to be leaking. Unrelated to the complaint, the pump display screen appeared dim and discolored.